Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a loose or poor cable connection. A field service engineer confirmed main drawers 5.1 and 5.2 were not detected on the bus; inspected the back panel and verified all board lights were active. Fse powered down the unit, reseated all cables, confirmed no damage, and rebooted the system. Customer completed inventory successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.